Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found that the c-34 error was confirmed during the power-on test, indicating the fault occurred in the field. Visual inspection revealed no issues related to the reported event. Unit will be sent to original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted general low anterior resection surgical procedure, intuitive surgical inc. Representative reported to technical service engineer (tse) that intermittent errors were observed when firing monopolar. Tse reviewed logs and found multiple error c-34. Tse informed that the integrated electrosurgical unit (iesu) was failing to deliver monopolar energy. Tse asked to bring a ft with pedals in case of the iesu completely failing. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with same iesu.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.